Manufacturer narrative:
It was reported that while using the device for the first time, prior to pushing the activation button, the device activated and burned the patient's tissue. Per the facility incident report, during a breast augmentation procedure, a (B)(6) year old female patient experienced a burn to the surgical area from the tip requiring the surgeon to have to trim away burnt tissue. The procedure was continued without further incident. No follow-up treatment was required/ provided to the patient. The patient was reported to be doing fine with no medical attention required. No additional information is available. No sample has been received for evaluation. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that while using the device for the first time, prior to pushing the activation button, the device activated and burned the patient's tissue.